Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was confirmed via review of medical records and radiographs by a health care professional. Part and lot identification are necessary for review of device history records, neither were provided. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown, biomet head-unknown; unknown-unknown, biomet cup-unknown; unknown-unknown, biomet metal liner-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left hip revision on an unknown date due to a periprosthetic fracture and shortening of the left extremity. During the procedure an unknown cerclage wires were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.